Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired ¿power reboot events¿. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 09/02/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/11/2015 with the following findings: the reported power issue could not be adequately investigated due to unresponsive keypad buttons; no conclusions could be determined in regards to the reported power issue. Several inexplicable 'power reboot events', which can be indicative of the type of power issue that was reported, were observed in the black box data. The battery compartment was observed to be intact. A battery cap was not returned with the pump; a test battery cap was used during the analysis. No evidence of moisture ingress was found on the inside of the battery compartment. Evaluation revealed that all of the keypad buttons were unresponsive. The pump case was removed, and corrosion was found on the keypad flex and connector; this device failure caused the keypad responsiveness issue.